Event description:
Pt was brought to the cath lab for an intervention. While inserting the stent, the stent was unable to cross the lesion. The stent was pulled back and it was observed to have been pulled off the stent balloon. Equipment was pulled out of the coronaries and multiple techniques were used in an attempt to remove the stent from the now brachial artery. Ultimately the stent was removed and sequestered in the mgr's office. Pt was informed of the outcome. Rep was informed. FDA safety report ID# (B)(4).